Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to broken off end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. It was reported that caller was not sure if insulin pump was dropped or bumped. Caller states insulin "squirt" out when attempted to prime. Caller stated that the drive support cap popped out. Customer's blood glucose was 350 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced.